Event description:
A bladder biopsy was being done when a small fragment of metal broke off of the coagulation biopsy forceps. The piece was retrieved immediately, but on withdrawal of the forceps a small laceration of the prostate was seen. Insertion of the bladder catheter prevented any bleeding. No pt post-operative problems occurred.